Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the pump had been alarming ¿for a couple weeks¿. The patient stated the pump alarm would not stop, and she wanted to know how to have it stopped. The alarm sounds were consistent with pump alarms. The patient stated she missed the refill sometime in (B)(6) 2017 because she was ill with the flu, virus, and bronchitis. The illness was not related to the device or therapy. The patient stated her back started hurting again ¿a couple months ago or a little bit longer than that¿ and gradually was getting worse. The patient stated she was unable to walk and was unable to get into the doctor¿s office because of the pain. The patient stated the new doctor wanted to give her shots on top of the medication. The patient mentioned she still had pain up by the shoulder blades and stated it had been there prior to implant. The patient mentioned she had a back surgery in (B)(6) 2017, and they did something in the lower back where they cut out a partial piece of the bone or nerves, so they ¿opened it up¿. The patient stated that surgery was not related to the device or therapy. The patient also stated the surgery resolved the bottom part of the back issue. No further patient complications were reported.